Manufacturer narrative:
The button error alarmed due to corroded keypad traces. The pump was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 400mg/dl. The customer treated with manual injection. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.